Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after the caregiver loaded a new insulin cartridge without performing a rewind while the patient remained connected, resulting in an accidental delivery of approximately 150 units of insulin; the ilet remained connected and the patient used a g7 cgm. Symptoms included dizziness and blood glucose below 40 mg/dl for approximately 1¿2 hours. Outcomes included an ER visit with treatment by intravenous dextrose and oral carbohydrates, followed by discharge. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to failure to rewind while connected to the infusion set and cartridge. It was concluded that the event was attributable to exogenous insulin delivery due to user handling and that the device functioned as designed.